Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: purple image based on the results of the investigation, and since the initially reported malfunction was not reproduced, a root cause could not be identified. Regarding the additional reported malfunction, the most probable cause was due to a broken video cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope presented interference lines on screen and then no vision. The event occurred during a therapeutic gastric bypass procedure. The procedure was completed with a similar device. There were no reports of patient harm.